Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2019-02055; reference MFR. Report#: 1627487-2019-02057; reference MFR. Report#:1627487-2019-02058.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2019-02055. Reference MFR. Report#: 1627487-2019-02057. Reference MFR. Report#:1627487-2019-02058. It was reported that the patient's drg system was not providing adequate relief. As a result, the drg system was explanted.